Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This event is filed to report the complete clip detachment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted. A second clip was then placed and appeared stable on the leaflets. Mr was reduced to grade 2. During removal of the gripper line, the line felt tight and after about 20 inches of line was pulled, the clip detached from the posterior leaflet. Removal of the gripper line continued and after about 5 more inches of gripper line removal, the clip completely detached from the leaflets. The detached clip was pulled to the groin and a surgical cut-down was performed to remove the clip. The physician indicated that possibly the tightness noted during removal of the gripper line contributed to the complete clip detachment. Mr increased to grade 3-4. A disruption was noted on the anterior leaflet; however, it was unable to be determined if it was due to a leaflet tear. The procedure was stopped. One day post procedure, the patient was in stable condition. No additional information was provided.

Event description:
Subsequent to follow-up #1 medwatch report, the following information was received: the tissue found in the clip was felt to be tissue from the groin. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional information: event description, conclusion codes.

Manufacturer narrative:
(B)(4). Evaluation summary: the clip was returned and investigated; thus, confirming the reported complete clip detachment (ccd). The reported difficulty to remove the gripper line could not be replicated in a testing environment as the clip delivery system and gripper line were not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use (IFU)is a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the reported difficulty to remove the gripper line could not be determined. The reported detachment of device component (complete clip detachment from the leaflets/ remains on the gripper) was a result of combination of challenging patient anatomy of a prolapse and tension/tightness during removal of the gripper line. The reported tissue damage was likely a result of the complete clip detachment and/or due to retraction of the clip from the anatomy during removal of the gripper line, and therefore, related to procedural circumstances. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
Subsequent to the initial 30-day medwatch report, the following information ws received. Upon inspection of the detached clip, tissue was noted and removed from inside the clip. No additional information was provided.